Event description:
Additional information reported that there was "no event" and patient just needed to be referred for programming. There were no abnormal impedances. The device was still working for overactive bladder component of mixed incontinence. The patient ultimately needed vaginal hysterectomy, anterior repair and transobturator sling for stress incontinence. The patient had no injury and was happy with combined outcome.

Event description:
It was reported that the patient 'never had therapeutic effect' and that she experienced a 'fading sensation.' It was noted that the stimulation would be increased and within a few minutes, the patient could not feel stimulation. Patient stated that '3.5 volts was the highest they could tolerate.' It was further noted that this occurred after implantation of the device on the 'perineum area' of the body. It was stated that the patient was on numerous medications to help with bladder control, but that she 'still wet her pants' and was seeing little improvement. The basic functionality of the device was reviewed. It was noted that the patient only had access to one group. The patient outcome was not provided. Additional information was requested, but was not made available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v753437, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).